Manufacturer narrative:
Eval summary: the implant and its inner packaging were returned for review. No contaminants were found during a visual inspection of the device and the inner packaging. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The mfg lot specified in this complaint was processed according to the validated sterilization process parameter and met all the acceptance criteria for sterility release. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 100 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used.

Event description:
It was reported that there was a foreign substance in the sterile package.